Manufacturer narrative:
Product complaint # (B)(4). (B)(4). The lot number and expiration date are currently unavailable. Related medwatch: 1221934-2017-50018.

Event description:
Rotator cuff repair. Two healix advance anchors broke upon insertion into bone. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. Pictures were not provided. This complaint is not confirmed. The initial report stated that the implant broke during insertion. No further procedure information was provided to determine if the above reason contributed to this failure. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4)-unknown. The lot number and expiration date are currently unavailable. Related medwatch: 1221934-2017-50018.

Event description:
This is report 2 of 2 for the same event. Rotator cuff repair. Two healix advance anchors broke upon insertion into bone. Patient consequence?: no. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes. During subsequent follow-up with the reporter, additional information was obtained. The reporter stated that the breakage occurred mid-way through the procedure. The patient¿s bone quality was good. The breakage occurred towards the distal 1/3 of the anchors. It was reported that the insertion was off axis. It was reported that the delay in the procedure was less than 30 minutes and all fragments and debris were removed from the patient using an arthroscopic grasp. It was reported that spare devices were readily available. It was reported that another bone hole was created and another healix advance was inserted and the procedure was completed. It was reported that there were no procedural or patient anatomy factors which may have contributed to the breakage. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.